Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor was tested at benchmark and passed both isl (safety) and eit (performance) testing. The returned device passed all field return tests and inspections. The reported condition was not able to be replicated. There is no indication of a product malfunction. Will continue to trend for future occurrences.

Event description:
Patient called in to report that the monitor won't boot up. Patient further reported that they are just getting a blue light even when plugging in a fully charged battery. The issue was not resolved. There was no patient injury or adverse event. However, failure to complete the boot up process indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy before a replacement can be provided.